Event description:
It was reported that the device was returned for an unknown reason. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a damaged dso seal and a damaged ac connector. Functional testing was unable to verify or duplicate an unknown issue; however, the dso seal and ac connector were found to be damaged. The ac connector and the dso seal were replaced. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.